Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013." Patient outcome: it is alleged that the "[pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for alleged device perforation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to post pulmonary embolism (pe). Patient is alleging migration, tilt, vena cava perforation, fracture, and embedment. Patient notes and further alleges experiencing "blood in urine and doctor believed it was due to filter. Had a lot of pain. Worried and afraid if filter will cause more complications to my health". Per the (B)(6) 2013 ivc filter placement: "findings: the filter deployed in the infrarenal location in good orientation". Per the (B)(6) 2018 CT chest/thorax: "impression: 2. Malpositioned inferior vena cava filter with struts extending into the right renal vein including a strut which has fractured and is dislodged into the renal vein. When reviewing prior imaging, this finding is similar t the study dated (B)(6) 2017 but new from (B)(6) 2016. Patency of renal veinis difficult to evaluate given lack of intravenous contrast but appearance of kidney is unchanged from the prior study".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, difficult to retrieve. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation/embedded. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number is known but the lot is unknown. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT) chest/thorax: "limited evaluation of the upper abdomen taken demonstrates malpositioning of the inferior vena cava. The inferior vena cava filter is angulated with struts extending into the right renal vein. One of the struts is fractured and is dislodged into the right renal vein more peripherally. This was likely present on the previous study but difficult to visualize given slice selection and presence of contrast. This appears new from the prior study dated (B)(6)2016". "Impression: ¿2. Malpositioned inferior vena cava filter with struts extending into the right renal vein including a strut which has fractured and is dislodged into the renal vein. When reviewing prior imaging, this finding is similar to the study dated (B)(6)2017 but new from (B)(6) 2016. Patency of renal vein is difficult to evaluate given lack of intravenous contrast but appearance of kidney is unchanged from the prior study. No significant perinephric fat stranding. Consultation with the interventional radiology regarding potential removal of the filter and fractured limb may be warranted; however removal may not be possible given the time since placement". Per a ct2: "findings: filter type: cook celect. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the filter is tilted left with its proximal cone 13 mm through the ivc wall". "The anterior right strut penetrates 17 mm through the ivc wall. It penetrates into the duodenum. Coronal image 46. Axial image 136. The anterior left strut penetrates 11 mm through the ivc wall. It penetrates into the duodenum. Coronal image 45. The posterior left strut penetrates 14 mm through the ivc wall. Coronal image 52. The posterior right strut penetrates 23 mm through the ivc wall. It penetrates into the psoas. Coronal image 53. Axial image 136. A right side arm penetrates 9 mm through the ivc wall. Coronal image 48. A right posterior arm penetrates 14 mm through the ivc wall. It penetrates into the psoas. Coronal image 54. Axial image 133 there is a fractured arm that has migrated in the right renal vein to the renal hilum. Axial image 128.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, vena cava (vc) perforation, embedded, migration, tilt, hematuria, pain, worry, fear. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported hematuria, pain, worry, and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number is known but the lot is unknown. The device is manufactured and inspected according to current controls, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.